Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. No motor error alarm and no excessive no delivery alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 517 mg/dl. The customer did not report motor position encoder error alarm. Customer was able to rewind the pump complete. Customer was explained the false motor error alarm may be caused by viewing sensor glucose graph while pump is delivering bolus. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 517 mg/dl. The customer was treated for high blood glucose with pump. Customer got also low blood glucose of 70 mg/dl and treated with a juice.